Event description:
Caller tested 5.9 inr and 6.0 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).